Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate toric lens and the lens was torn upon insertion. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.

Manufacturer narrative:
Visual inspection of the returned product showed that a piece of a haptic had been torn off and was missing. There was evidence of a clear surgical residue. The cartridge and injector were returned and there was no visible damage observed. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined.